Manufacturer narrative:
As reported, when shuttling down with the green shuttle of a 6f/7f mynxgrip vascular closure device (vcd), the customer felt like the polyethylene glycol (peg) was not moving down as it should, it was very hard to push, and it only made it about halfway down. The customer stated that he pushed the sheath back in and took the balloon down, removing the mynxgrip device. He asked for a second 6f/7f mynxgrip vcd, which had the same issue, so he pulled the sheath and held pressure. The device was removed, and manual pressure was held for twenty minutes until hemostasis was achieved. There was no reported patient injury. The sheath was checked for kinks or blockages, but there were none. The procedure was interventional with a retrograde approach. The peg never made it into the 6f non-cordis sheath. The device storage temperature did the exceed 25 °c. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There were no damages found on the device or device packaging prior to opening. The device stored and prepped in accordance with the instructions for use (IFU). One used device was kept by the site, the other used device will be returned for evaluation, along with five sterile devices. Five sterile 6f/7f mynxgrip vascular closure devices involved in the reported complaint were returned for investigation inside sealed pouch bags. Per procedure, a sample is required for sterile units, the resulting sample size required a 100% inspection of all received units. During the visual inspection, the five units were reviewed and inspected for damage or anomalies that may have contributed to the reported failure; however, no damage or anomalies were observed on the returned devices. Visual inspection of the devices showed that the shuttle of all units was engaged to the black handle, while all stopcocks were observed to be open. Cordis mynx syringes were received detached from the units. A catheter sheath introducer (csi) was not returned for this evaluation. All sealants, advancer tubes, and sealant sleeves were observed in their manufactured positions, while the balloons showed no abnormal conditions to be reported. No additional anomalies were observed during this visual analysis. The functional deployment simulation was performed on all sterile units, with no issues observed in any of the evaluated devices. For each sterile unit, the shuttle cartridge was able to advance and retract successfully to the black handle, and the advancer tube and sealant were deployed without impediment. Additionally, a vertical test was conducted on all sterile units by holding each device from the handle while the shuttle was engaged, and it was observed that the shuttle consistently maintained engagement and did not disengage under the effect of gravity. The reported event of ¿shuttle-shuttle advancement issue-sealant¿ could not be observed as the first device was not received for analysis, and it was not observed through analysis of the sterile units since they passed visual/functional analysis with no anomalies noted. The exact cause of the issues experienced by the customer could not be determined. Based on the information available for review and the product analyses, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since the first device was not received and the shuttles of the sterile units were able to be advanced/retracted fully during functional analysis. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely as it was reported that the sealant was not moving. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analyses, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when shuttling down with the green shuttle of a 6f/7f mynxgrip vascular closure device (vcd), the customer felt like the peg was not moving down as it should, it was very hard to push, and it only made it about halfway down. The customer stated that he pushed the sheath back in and took the balloon down, removing the mynxgrip device. He asked for a second 6f/7f mynxgrip vcd, which had the same issue, so he pulled the sheath and held pressure. The device was removed, and manual pressure was held for twenty minutes until hemostasis was achieved. There was no reported patient injury. The sheath was checked for kinks or blockages, but there were none. The procedure was interventional with a retrograde approach. The peg never made it into the 6f non cordis sheath. The device storage temperature did the exceed 25 °c. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no damages found on the device or device packaging prior to opening. The device stored and prepped in accordance with the instructions for use (IFU). One used device was kept by the site, the other used device will be returned for evaluation, along with five sterile devices.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when shuttling down with the green shuttle of a 6f/7f mynxgrip vascular closure device (vcd), the customer felt like the peg was not moving down as it should, it was very hard to push, and it only made it about halfway down. The customer stated that he pushed the sheath back in and took the balloon down, removing the mynxgrip device. He asked for a second 6f/7f mynxgrip vcd, which had the same issue, so he pulled the sheath and held pressure. The device was removed, and manual pressure was held for twenty minutes until hemostasis was achieved. There was no reported patient injury. The sheath was checked for kinks or blockages, but there were none. The procedure was interventional with a retrograde approach. The peg never made it into the 6f non cordis sheath.the device storage temperature did the exceed 25 °c. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no damages found on the device or device packaging prior to opening. The device stored and prepped in accordance with the instructions for use (IFU). One used device was kept by the site, the other used device will be returned for evaluation, along with five sterile devices.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report.

Event description:
As reported, when shuttling down with the green shuttle of a 6f/7f mynxgrip vascular closure device (vcd), the customer felt like the peg was not moving down as it should, it was very hard to push, and it only made it about halfway down. The customer stated that he pushed the sheath back in and took the balloon down, removing the mynxgrip device. He asked for a second 6f/7f mynxgrip vcd, which had the same issue, so he pulled the sheath and held pressure. There was no reported patient injury. The sheath was checked for kinks or blockages, but there were none. The devices will be returned for evaluation, along with seven sterile devices.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when shuttling down with the green shuttle of a 6f/7f mynxgrip vascular closure device (vcd), the customer felt like the peg was not moving down as it should, it was very hard to push, and it only made it about halfway down. The customer stated that he pushed the sheath back in and took the balloon down, removing the mynxgrip device. He asked for a second 6f/7f mynxgrip vcd, which had the same issue, so he pulled the sheath and held pressure. The device was removed, and manual pressure was held for twenty minutes until hemostasis was achieved. There was no reported patient injury. The sheath was checked for kinks or blockages, but there were none. The procedure was interventional with a retrograde approach. The peg never made it into the 6f non cordis sheath.the device storage temperature did the exceed 25 °c. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. There were no damages found on the device or device packaging prior to opening. The device stored and prepped in accordance with the instructions for use (IFU). The devices will be returned for evaluation, along with five sterile devices.